Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported during a rocephin infusion, drips were observed coming from IV pump. Nurse noticed a puddle of fluid on the floor below the IV pump and drips were noted coming from the pump. A tear was noted in the IV tubing beneath the blue plastic piece that enters the IV chamber. No report of pt harm, tubing was changed and md notified of missed dose. Although requested, no add'l pt or event info provided.